Event description:
Philips received a complaint on the xl+ device indicating that the self-test failed. The fse evaluated the device on site. It was determined that this was not a malfunction, but a self-test failure caused by user error, failing to clean the paddle and paddle tray. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).